Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use(IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). A partial UDI# is being reported because the lot number is not available.

Event description:
It was reported that the 2.5 x 18 mm xience v stent was deployed on an unspecified date in 2013 for treatment of unstable angina in an the left anterior descending artery. After the procedure the patient was placed on dual antiplatelet therapy. On (B)(6) 2015, the patient was being evaluated for another procedure in another vessel when in-stent restenosis was observed in the 2.5 x 18 mm xience v stent on computer tomography scan. Balloon angioplasty was performed for treatment of the restenosis successfully. No additional information was provided.